Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received not deployed. The download data showed that the pod completed both priming sequences in 45 pulses. A rotational sensor malfunction occurred during priming, resulting in first prime ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. Inspection of the drive mechanism components found no damages or deficiencies that would result in a rotational sensor malfunction. The investigation confirmed the rotational sensor malfunction resulted in the needle failing to deploy. The exact cause of the rotational sensor malfunction could not be determined.